Event description:
During an ultrasound guided liver biopsy, a biopince biopsy instrument collected a fragmented sample even though it was in the correct position. An additional biopince biopsy instrument (from the same lot number) was used which also collected a small and fragmented sample.